Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2018 with what surgeon suspects appears to be ectasia in left eye. Surgeon recommended cross-linking treatment as soon as possible. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurred and fuzzy vision when compared to before or to right eye. Patient reported symptoms are interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/20 -5.00 x -.75 x 19, left eye pre-op 20/20 -5.00 x -1.50 x 120. Bcva from (B)(6) 2016: right eye post-op 20/20 .75 x -.50 x 51, left eye post-op 20/20 .75 x -1.00 x 89. Bcva from (B)(6) 2018: right eye post-op 20/20, left eye post-op 20/25.